Event description:
The facility representative reported an infuso.r. Pump with a condition of "replaced mpu board but did not correct problem." It is unknown when the event occurred; however, it was identified in the "surgery" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump in which there was a micro-processor unit (mpu) board issue was confirmed but not reproduced during product evaluation. The root cause was an improper adjustment of the occlusion switch on the mpu board. The occlusion switch setting was adjusted to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.